Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It reported that they customer was received emergency medical services for low blood glucose on unknown date. Blood glucose reading was 28 mg/dl. The customer was treated with food at the hospital. The customer alleged that insulin pump was over delivering insulin because it delivered all the insulin in reservoir in less than ten hours. The insulin pump and reservoir will not be returned for analysis. Unomed inf set.